Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reportedly experienced a blood glucose of 527 mg/dl which she corrected by insulin injection. The patient reported that she changed the infusion site the previous night and her bg by the morning was 319 mg/dl. A correction bolus was given but her bg elevated to 517 mg/dl. By the time of the call, the patient's bg was reportedly up to 527 mg/dl. The patient confirmed that the pump history and settings were correct. The patient reported that there were no noted site issues and the no kinked or bent cannula. Customer support concluded that there was no mechanical issues found with the pump. The patient continued on the pump and there have been no further reported issues. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.